Manufacturer narrative:
Citation: tanyeli o et al. Full metal jacket: transfemoral aortic valve implantation for regurgitant valve after endovascular aortic repair. Interact cardiovasc thorac surg. 2017 dec 1;25(6):1007-1009. Doi: 10.1093/icvts/ivx232. Advance access publication 25 july 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a history of thoracic endovascular aortic repair who presented with symptoms of dyspnea and echocardiography established severe aortic regurgitation. In addition, the patient¿s ejection fraction was 60% and left ventricular outflow tract was 65%. Subsequently, a 29 mm medtronic corevalve bioprosthetic valve was implanted (serial number not provided). Immediately following implant, the valve dislocated into the ascending aorta, and a 31 mm prosthesis (manufacturer not specified; serial number not provided) was placed valve-in-valve. No additional adverse patient effects or product performance issues were reported.